Manufacturer narrative:
Physio-control replaced the device's power supply assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause was a burnt ic chip, designator u8, and failed ic chip, designator u4.

Event description:
According to the reporter, the device would not power off normally and the display flickers on an off. The reporter said he also detected a burning odor coming from the device. When physio-control evaluated the device at the customer's facility, it would not power on.